Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the lumen. Microscopic inspection revealed a burst in the balloon material, 15 mm in length. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was good.